Event description:
It was reported, the patient received inappropriate shock from the device. Technical support was contacted and it was noted the vfta was activated due to low amplitude. Technical support recommended reprogramming. No malfunction of the device was alleged by the physician and it was noted the inappropriate shock was due to the programmed settings on the device. Reprogramming was performed to resolve the event. The patient was stable.